Event description:
Vent interface froze, unable to access screen or power down there was a low sounding alarm and red lights alarming. The vent was providing ventilation and patients sats were 96% stable hr and bp readings. The patient was immediately taken off the vent and bagged with an ambu bag/et tube while another vent was hooked up and settings inputted. The patient was then placed on the new vent. Covid-19. FDA safety report ID# (B)(4).